Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation. Efforts were made to reprogram around the stimulation but to no success. This lv lead was explanted, replaced with a different model in the deep septal placement and will be returned for analysis. No additional adverse patient effects were reported.